Manufacturer narrative:
This report was created in error.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
(B)(4). Initial notes: the customer called because she received a calibration not accepted and it said to change sensor inquired what led up to the complaint. Customer response: the customer had change sensor after cal not accepted calibration not accepted (guardian sensor 3) t/s per (B)(4). Explained alarm and possible causes. Verified alert in pump's history/display. Date, time and location of insertion was: (B)(6) 2017, 7:24am, right side "love handle". Activity at the time of the alert was: sleeping. Sensor age (time left). Found: no longer had time left. Serter material: mmt-7512. Sensor material and expiration date is: 04/28/2017, mmt-7020a. Lot # is: d287. The evening before the customer had the message that told her not calibrate inquired if customer uses optional adhesive products such as skin tac to hold sensor securely. Found: the customer uses site prep customer uses oval tape to hold sensor secure. Adv sensor should be at least 2 inches from navel to help ensure comfortable insertion site and help with adhesion and in a site with an adequate amount of sub-q fat tissue. Adv to avoid inserting in muscle or areas constrained by clothing/accessories and select insertion site that is free from tough skin or scar tissue, or sites subjected to rigorous movement during exercise. Adv to avoid insertion sites under a belt or waistline. Adv to calibrate three to four times spread throughout day to improve accuracy. Adv it is best to calibrate when glucose is not changing rapidly, e.g. Before meals is often a good time to calibrate. Adv to calibrate immediately after testing bg and to never calibrate with a bg meter reading that was taken more than 12 minutes earlier as that bg value would no longer be considered valid. Adv to always use clean, dry fingers when testing bg levels. Adv to only use fingertips to obtain blood samples for calibration. Adv if calibration is unsuccessful to wait at least 15 minutes before attempting another calibration. Adv if bg readings are significantly different than sg readings to wash hands and calibrate again. Customer received a change sensor alert after a calibration not accepted. Adv if waiting at least 15 minutes before attempting calibration is not successful to wait one hour from when bg value that resulted in calibration not accepted was entered before entering a new bg for calibration. Customer has already removed the sensor at this time. The customer removed the sensor when it said calibration not accepted and change sensor, she tried to restart the sensor after it said change sensor and it did not allow it. Advise customer to remove the sensor and check for bent sensor. Found: the cannula was a little bent. The customer stated the 3 copper fingers inside the sensor looked great. Adv to return the sensor. Customer's outcome pertaining to the complaint: sending replacement, returning hers for analysis ship: 1 mmt-7020b, 1 canister, 1 le / return: 1 mmt-7020a. The customer stated bg was over 300; used other. Initial notes: the customer called because she received a calibration not accepted and it said to change sensor inquired what led up to the complaint. Customer response: the customer had change sensor after cal not accepted bent sensor (guardian sensor 3) troubleshooting per (B)(4). Damage to sensor cannula described by customer: cannula was bent site location: (B)(6) 2017, 7:24am, right side "love handle" inquired if customer has sufficient sub-q tissue where sensor is inserted. Found: was higher up and thinks there might have not been enough tissue serter material: mmt-7512 inquired if customer experienced any issues with serter during use. Found: no go to record for full text.

Manufacturer narrative:
Inspected 1 opened/used guardian sensor and performed continuity resistance test and sensor failed per specifications. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.